Event description:
It was reported that during the atrial fibrillation pulse ablation procedure to treat paroxysmal atrial fibrillation in the pulmonary veins faradrive steerable sheath clear was selected for use. It has been mentioned that the air leakage was found during pumping back. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported when aspirating from the sheath after the catheter come into the sheath, the physician noted air. Only farawave was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line and aspiration syringe. The guidewire was in the farawave, a little bit over the tip of catheter but not go into left atrium. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the atrial fibrillation pulse ablation procedure to treat paroxysmal atrial fibrillation in the pulmonary veins faradrive steerable sheath clear was selected for use. It has been mentioned that the air leakage was found during pumping back. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported when aspirating from the sheath after the catheter come into the sheath, the physician noted air. Only farawave was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line and aspiration syringe. The guidewire was in the farawave, a little bit over the tip of catheter but not go into left atrium. No other issue has been reported.